Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a total knee arthroplasty was performed on 2013, the patient experienced breakage of the implanted legion posterior stabilized high flex highly cross-linked polyethylene size 7-8. This adverse event was treated by a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
D4, h3, h4, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperative. The device shows signs of extensive use. The fractured post was not returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a poly revision was performed approximately 9 years post implantation due to a broken post. Although no supporting clinical documentation has been provided as of the date of this medical investigation, the product evaluation confirmed the stated failure mode. The current patient status remains unknown. Based on the limited information provided, no further clinical root cause analysis can be performed. The patient impact beyond the reported broken post and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.